Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. It was reported that batteries were only lasting for two weeks. A review of the alarm history confirmed low battery alarms and replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, a review of the black box showed one low battery warning and one replace battery alarm. There was no evidence of excessive battery usage or short battery life observed in the black box. The pump powered on with the returned battery cap with an unrelated dim, discolored display. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be intact. The pump current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The battery life issue was not duplicated during the investigation.